Event description:
It was reported that during testing, the power supply for the cardiosave intra-aortic balloon pump (iabp) was found to be physically damaged. Specifically, it was reported that the screws fell out of the power supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h0, h11 corrected fields: d5, h6 (device codes, evaluation result codes, evaluation conclusion codes).

Event description:
It was reported that during testing, the power supply for the cardiosave intra-aortic balloon pump (iabp) was found to be physically damaged. Specifically, it was reported that the screws fell out of the power supply. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and observed the reported issue. The fse found that the screws fell out of the power supply. To fix the issue, the fse replaced the remote power supply and tested the new parts, thereafter, to ensure that the unit worked. The fse then completed a pm service with full calibration, as well as performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during testing, the power supply for the cardiosave intra-aortic balloon pump (iabp) was found to be physically damaged. Specifically, it was reported that the screws fell out of the power supply. There was no patient involvement, and no adverse event reported.